Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that the impella 5.5 had high purge pressure purge system blocked alarm. Two bags of tissue plasminogen activator were run through the purge. Purge flow improved. No patient harm has been reported.

Manufacturer narrative:
D.9 updated as the pump was returned for investigation. The investigation for the high purge pressure has been completed. The pump was returned for investigation. No physical abnormalities were observed on the returned pump. High purge pressure did not reproduce during test run in a bucket of water. The pump was ran as expected. Data log showed the four minute gradual rise in purge pressure with active high purge pressure alarm at 6.5 hours of case run. This purge pressure trend was returned to normal after nine hours. As per the clinical, tissue plasminogen activator (tpa) was given in purge fluid after reported high purge pressure alarm. The cause of the high purge pressure issue was most likely biomaterial. H.6 code 4644 was indavertently omitted from the initial manufacturer device report number 1220648-2024-14305 and was added.